Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "right breast implant deflation." The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: no penetrating nick(stress mark) observed on the device. Crease fold particle observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported a right side rupture.